Event description:
While wearing the omnipod on a long haul flight from lax to copenhagen I experienced severe life threatening blood sugar lows, despite not having given myself a bolus or having any insulin on board. I believe this was caused by the air bubbles produced within the pod with increasing and decreasing cabin pressure, causing the pump to deliver more insulin than the basal program settings.